Event description:
Triathlon ps insert explant. Insert will not fully seat posterior on universal baseplate. New liner was selected and inserted into baseplate without a problem.

Event description:
Triathlon ps insert explant. Insert will not fully seat posterior on universal baseplate. New liner was selected and inserted into baseplate without a problem.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed. The exact cause of the event could not be determined with the limited information provided.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.